Event description:
It was reported that right ventricular lead was prophylactically removed. The physician noted a possible insulation breach post explant. The right ventricular lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic enviromental stress cracking, the outer tubing enviromental stress cracking breach was (non-electrical), and the outer insulation had a cosmetic depression. Evaluation summary (B)(4) no anomalies found (B)(4) proximal segment

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.